Event description:
User facility report/medwatch received from hospital indicates, patient was revised to address pain and stiffness. Operative findings included dehiscence of the posterior pseudocapsule, darkened joint fluid consistent with probable metal accumulation, scratching visible to the femoral head, and synovitis. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. - attachment: (B)(4).

Manufacturer narrative:
This complaint is being rejected because it is a duplicate of another complaint - this MFR report is a duplicate of MFR report# 1818910-2012-01094.